Manufacturer narrative:
Results: the penumbra coil 400 coil (pc 400 coil) was detached from the pusher assembly. The stretch resistant (sr) wire of the coil was intact, and the proximal constraint sphere was intact with the embolization coil. The proximal end of the coil was pulled through the friction lock on the proximal end of the introducer sheath. The proximal constraint sphere was measured to be within specification. Conclusions: evaluation of the returned device revealed that the coil was detached from the pusher assembly, and partially pulled through the friction lock on the proximal end of the pusher assembly. This type of damage likely occurred due to excessive force used during coil re-sheathing. A px slim delivery microcatheter (px slim) was also returned for evaluation. There was no visible damage to the px slim. The pc400 coil pusher assembly was not returned for evaluation. Since the pc400 pusher assembly was not returned for evaluation, the root cause of the complaint could not be determined. Penumbra coils are 100% visually inspected and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully delivered five ruby coils into the aneurysm using a px slim delivery microcatheter (px slim). While deploying a pc400 coil into the aneurysm, the physician attempted to reposition the coil by pulling it back into its orange sheath through the px slim. However, the pc400 coil unintentionally detached inside its orange sheath and was removed. The procedure continued using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.